Event description:
A customer reported to baxter corporate product surveillance of a clearlink set that had a leakage of total parenteral nutrition (tpn) occuring at the tubing between the blue slide clamp and the regulating clamp. The tubing seemed to be cut. This condition was observed in the neonatal nursery with an unknown patient during an infusion. The tubing was reported to have been swapped for another, and therapy was concluded without further incident. An unknown sigma pump was used with this set, and an baxter extension set was also attached to this line. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. However, the patient is at risk for an infection when a situation like this occurs. No additional information is currently available.

Manufacturer narrative:
(B)(4). Due diligence was completed to try and retrieve sample from customer. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.